Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations. Investigation conclusion: cause traced to component failure. Analysis concluded this device exhibited the reported clinical observations due to an anomaly in an oxide layer within a custom integrated circuit component, which caused a high current drain, safety mode operation, and interrogation difficulties. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review was completed and determined the complaint situation was addressed in the product literature. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that during a device follow up, the programmer displayed a red warning screen indicating the pacemaker was operating in safety mode, with limited therapy and non-programmable parameters. Then the device was no longer able to be interrogated. The device was implanted two months ago and was not included in any product advisories. Technical services let the distributor representative know that the device would require replacement and should be returned to boston scientific for analysis. The device was explanted and replaced the following day. The chronic leads were tested and all measurements were within normal limits, the leads remain in use with the new pacemaker. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a device follow up, the programmer displayed a red warning screen indicating the pacemaker was operating in safety mode, with limited therapy and non-programmable parameters. Then the device was no longer able to be interrogated. The device was implanted two months ago and was not included in any product advisories. Technical services let the distributor representative know that the device would require replacement and should be returned to boston scientific for analysis. The device was explanted and replaced the following day. The chronic leads were tested and all measurements were within normal limits; the leads remain in use with the new pacemaker. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.